Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the green image occurred due to broken charged coupled device (r-unit). The most probable cause of damaged fiber bonding area is traced to component failure due to stress. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited green image and damaged fiber bonding area of outer tube distal end. There was no patient involvement.